Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.

Event description:
The technician alleged the brake casters on the head end of the stretcher will still swivel while locked in brake. No pt impact.